Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was doing overdrive pacing, the backup pacing was turned on but at the end of the episode, there was no backup pacing. It was indicated that the programmer was working as designed and the issue was due to a user error. The programmer remains in use. No patient complications have been reported as a result of this event.